Event description:
It was reported that customer pump completely stopped working after a malfunction occurred and pump eventually shut down when battery ran out. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while in process of obtaining new pump, and technical support arranged an out-of-warranty loaner pump, reviewed loaner pump agreement and pump setup expectations, and ultimately sent loaner pump after receiving completed and signed agreement form.